Event description:
It was reported that the following issue was observed on the device: ¿pump not working.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿I checked the error log on the unit and saw that it is giving a pressure sensor error about every two weeks. The pressure sensors were reading within the correct range when I tested them, but I decided to switch them out anyway. I recalibrated the unit, and ran it through all of its pm tests, with no issues.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.